Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump hit an object and the pump touch screen became shattered; subsequently, screen would no longer turn on. Customer's blood glucose was 101 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.